Event description:
It was reported that a vented paclitaxel set leaked from an unspecified location. This occurred during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured in july 2023. H10: the actual device was not available; however, retained samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The retained samples were gravity and leak tested under water; no leak was observed. The reported condition could not be verified on the retained samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.